Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with dissatisfaction because he could not use the pump. The ipp was explanted and replaced with a malleable penile prosthesis. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and had wear at folds in the middle of the cylinder. Both cylinders passed the leak test. Momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and were worn to the filament. The ms pump passed leak test, but did not pass the activation tests. The reservoir was microscopically inspected and presented wear at a fold in reservoir shell, but the component did pass the leak test. Based on the information available, the pump not passing the activation test could affect the product performance.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with dissatisfaction because he could not use the pump. The ipp was explanted and replaced with a malleable penile prosthesis. There were no patient complications.